Event description:
It was reported that recharging was being attempted since the day prior, but it would not "do anything." It was noted that the recharger was charged and the implant was "readily seen." Antenna locate was attempted but it did not help to establish better coupling. The highest numbers achieved were between 48 and 52. It was noted there were not any coupling boxes shaded. It was noted there was no communication when the programmer was used either. It was stated that "it was telling the patient to recharge." It was added that the patient was not trained adequately on the device. The manual was read but it did not provide adequate instruction. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger, product ID 37746, serial# (B)(4). Product type: programmer, patient product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead. (B)(4).